Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed there was no back door on the programmer. Analysis also found the ECG (electrocardiogram) connector had cracked solder on the lem (link electronic module) printed circuit board assembly. Power supply was intermittently noisy and the cooling fan was noisy. (B)(4).

Event description:
It was reported that there was no back door on the programmer. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.